Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy and calibration. There was no patient involvement.

Event description:
It was reported that the device had failed rate accuracy and calibration. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for evaluation? Returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c19. Annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed rate accuracy and calibration was not confirmed. Received on 17-jun-2025, 3 lvp units were received unboxed and with paperwork. Units passed rate accuracy test on asm. No other issues noted. Devices to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. No faults found. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.